Event description:
It was reported that after coronary stenting procedure, arteriotomy closure of a femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, bleeding continued. Manual arterial compression was applied for thirty minutes to achieve hemostasis. Throughout the application of manual arterial compression the patient complained of pain. He believed the compression was too strong and complained numerous times. The patient continues to have intermediate pain at the access site that is described as a bee sting or clamping sensation. The pain was reported to be present while being active and especially during coughing. The pain is not continuous but occurs when the patient twist his lower body left to right. When the patient bends over the pain goes away. A small lump is present at the access site that does not increase the pain when pushed on. The patient has not received any treatments or medications for the pain. It is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.